Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend when blood glucose was not low. Customer's sensor glucose was 5.2 and blood glucose was 10.2 mmol/l. It was reported that insulin pump vibrated but did not make any sound while alarming. Customer reported of not being asleep, but had insulin pump in hand and states that it did not alarm but suspended. After troubleshooting, customer was advised that insulin pump would need to be replaced.